Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted during testing. No unexpected numbers ramping on their own noted during testing. Moisture damage was found on the lcd board. The insulin pump was unable to perform the occlusion test or verify low reservoir alarm due to button and keypad anomaly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a frozen display. The customer reported that the numbers were ramping up and the scroll bar was not moving with no input. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 466 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed self-test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.